Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a picture of the impacted set was provided. The visual inspection observed an external fluid leak from a hole on the pre blood pump segment. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the pbp line on a prismaflex m150 set c during treatment. There was patient involvement but no patient impact and no medical intervention. No additional information is available.